Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired with the interlock engaged, the clamping mechanism was deformed, staple pushers were partially flush with the cartridge, the reload had a full staple complement, and the reinforcement material was torn from the distal end on the cartridge side. Functionally, the reloads were loaded into a representative instrument. The reloads were cycled without hesitation or binding and was applied to test media. All staples of the second reload were placed and test media was cleanly transected for both reloads. The reload interlocks were tested and found to function properly. It was reported that the instrument was difficult to fire but completed the firing sequence, and the reinforcement material slid off the device prior to firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If the endo gia¿ reinforced reload with tri-staple¿ technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia¿ reinforced reload with tri-staple¿ technology, so as not to damage the staple line reinforcement material. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the initial firing on the stomach, the reload stopped at 50mm and the end of reload tone was heard. The staple line was incomplete distally. The surgeon pressed the fire button and it continued to 60mm. Another reload was reported to having the buttress falling off the device. The reload was replaced to continue the case. There was no patient injury. Medtronic's initial evaluation of the incident device found that the 1st reload was fully fired with the interlock engaged, the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. The 2nd reload had a full staple complement and the reinforcement material was torn from the distal end on the cartridge side.